Manufacturer narrative:
Device evaluation: the lens was returned in a micro-centrifuge vial. Visual inspection found no visible damage to lens. Claim#: (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -7.0/+2.0/109 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2019. The surgeon reports low vault with lens rotation. On (B)(6) 2019 the lens was exchanged with a longer length lens and the problem was resolved. The cause of the event is reported as unknown.